Event description:
During entry into bone prep, the mics did not start when dr. (B)(6) pressed the trigger. Tried resetting the cutter a couple of times and unplugging / replugging the cord in. Could not get it to work. We didn¿t have time to test the handpiece prior to the case starting. This was for lot 42030318. I switched out to a new mic and that one didn¿t work either. I will put in another per for that one. Finally we were able to proceed with a third mics which worked and completed the case successfully. Surgical delay =15 minutes. Case type: pka.

Manufacturer narrative:
Reported event: it was reported that during entry into bone prep, the mics did not start when dr. (B)(6) pressed the trigger. Tried resetting the cutter a couple of times and unplugging / replugging the cord in. Could not get it to work. We didn¿t have time to test the handpiece prior to the case starting. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b1c and 23 devices were accepted into final stock on 04/19/2018. Review of qt18 - 04 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1c shows 01 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During entry into bone prep, the mics did not start when dr. (B)(6) pressed the trigger. Tried resetting the cutter a couple of times and unplugging / replugging the cord in. Could not get it to work. We didn¿t have time to test the handpiece prior to the case starting. This was for lot 42030318. I switched out to a new mics and that one didn¿t work either. I will put in another per for that one. Finally we were able to proceed with a third mics which worked and completed the case successfully. Surgical delay =15 minutes. Case type: pka.